Event description:
Per user facility medwatch form, during a procedure, the trocar would not engage. The surgeon tried over and over but could not get device to work. A new trocar obtained without delay. No pt consequence noted.

Manufacturer narrative:
Info was not provided by the initial contact. Mispositioned knife collar. Evaluation summary: the analysis results confirmed that the 511sd instrument was nonfunctional. The instrument was manually tested for functionality and would not arm. The instrument was disassembled to examine the internal components and the knife collar was noted to be miss-positioned. All other components were present and in good condition.